Event description:
Cautery was used for hemostasis. During cauterization, the flash fire was recognized and extinguished immediately. Oxygen was turned off and assessment revealed the pt had singed both eyebrows at the level just below the drapes. When the drapes were removed it was discovered that there were second and third degree burns on the bilateral orbital ridges. There was no eyelash singing and no burning of the eyelid. The forehead appeared to be unscathed. The pt was now cleansed with saline and dress with silvadene ointment and an ice pack.